Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21, a17 and a13. Customer's blood glucose was unknown mg/dl. Customer stated the alarm occured after inserting a new battery. The customer was advised that the device experienced an unexpected restart. Customer was advised to monitor the insulin pump and call if issues recur. The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated that the display return. The customer was advised to monitor the insulin pump and we would send replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.